Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon and did not return for analysis. The delivery system returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, a leak was observed on the balloons working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a large longitudinal tear on the balloons working length. The balloon material was jagged and uneven at the tear site. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with an acute mi. The physician used a resolute onyx drug eluting stent to treat in an occluded lesion in the proximal side of the left anterior descending coronary artery with 100% stenosis. The lesion was non-calcified and mildly tortuous. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. After two inflation cycles at 12 atm, the third inflation was attempted up to 18 atm. The physician noted that the pressure could not be exerted once the balloon reached approx.16 atm. The balloon burst at approx. 16 atm. There was not a sudden drop in pressure. It was noted to be a pinhole balloon rupture. The stent was implanted successfully after it was expanded twice at 12 atm. After that, post-dilation was performed using a 3.5mm balloon that was used for predilation. As there was neither any damage of blood vessels noted in angiogram nor patient injury caused by the event, medication is said to continue. No patient injury is reported. The physician commented that with no significant calcification or other possible causes of rupture were observed in the lesion, the lesion did not appear to attribute to rupture. The physician requested an investigation in order to understand why the pin hole rupture occurred.

Manufacturer narrative:
The rca injection shows a vessel with no significant lesion but this vessel cross-fills the distal lad. The lca is a large vessel with a proximal lad total occlusion. There is also a distal cx lesion of 80% and more distal lesions. Particularly there is significant lesion in the pda (a branch of the lca). The lad occlusion is crossed with wire with balloon support. A support catheter was used which is placed a long way down the lad. A second wire is used to cross the proximal lesion which held up on the second lesion. Eventually this is placed in the large diagonal. A long stent is placed in the mid-lad, across the diagonal wire. A balloon rupture is seen on the secondary inflations, and the balloon may have been moved, so strut perforating the balloon is a possibility. A proximal stent is placed and optimized. The diagonals are pinched and slow flow and distal runoff is poor suggesting microvascular obstruction (mvo). The overall epicardial result is good. Calcification in the lad to account for the balloon rupture cannot be ruled out , as there is calcium seen in the proximal aorta, but it is suspected that a stent strut got folded when the balloon was used to re-cross, or slightly moved. If information is provided in the future, a supplemental report will be issued.